Manufacturer narrative:
A preliminary response received from the manufacturer on (B)(4) 2013 recommended the following: depending on the patient condition, a re-intervention should be evaluated by the physician in order to check the integrity and proper operation of the a and v leads (extensive checks with the psa on both leads to try to reproduce the noise sensing). If no issue was observed on the leads, replacement of the pacemaker would be indicated. The device should be returned to sorin for analysis. The device was explanted on (B)(6) 2013. A final analysis from the manufacturer is pending.

Manufacturer narrative:
(B)(4) 2013. A preliminary response received from the manufacturer on 10/17/2013 recommended the following: depending on the patient condition, a re-intervention should be evaluated by the physician in order to check the integrity and proper operation of the a and v leads (extensive checks with the psa on both leads to try to reproduce the noise sensing). If no issue was observed on the leads, replacement of the pacemaker would be indicated. The device should be returned to sorin for analysis. The device was explanted on (B)(6) 2013. A final analysis from the manufacturer is pending. The final analysis from the manufacturer is pending.

Event description:
Oversensing episodes were present in the stored files for this device. The patient was questioned regarding any potential sources of environmental interference and none were identified. Isometric testing, including pocket manipulation were performed but it was not possible to reproduce the artifact. Additionally, the device does not appear to be performing automatic lead impedance measurements in either of the two files available. Both the a and v lead impedance trends plot zero values and the last saved measurement results correspond with the last manual measurements performed during follow-up. Reportedly, the manual impedance measurements performed during follow-up are executed and saved normally. On (B)(6) 2013 this device was explanted and should be returned for analysis. During the case, this device and the leads were visually inspected for anomalies. No visual defects were found. The device was manipulated outside the pocket with the leads attached and real time egm, no noise artifact was observed. Tug tests were performed on each lead and the leads appeared secure in the header. Psa testing showed normal results. The new device was attached to the leads and normal pacemaker function was observed.

Event description:
Oversensing episodes were present in the stored files for this device. The patient was questioned regarding any potential sources of environmental interference and none were identified. Isometric testing, including pocket manipulation were performed but it was not possible to reproduce the artifact. Additionally, the device does not appear to be performing automatic lead impedance measurements in either of the two files available. Both the a and v lead impedance trends plot zero values and the last saved measurement results correspond with the last manual measurements performed during follow-up. Reportedly, the manual impedance measurements performed during follow-up are executed and saved normally. On (B)(6) 2013 this device was explanted and should be returned for analysis. During the case, this device and the leads were visually inspected for anomalies. No visual defects were found. The device was manipulated outside the pocket with the leads attached and real time egm, no noise artifact was observed. Tug tests were performed on each lead and the leads appeared secure in the header. Psa testing showed normal results. The new device was attached to the leads and normal pacemaker function was observed.

Manufacturer narrative:
(B)(4) 2013: a preliminary response received from the manufacturer on 10/17/2013 recommended the following: depending on the patient condition, a re-intervention should be evaluated by the physician in order to check the integrity and proper operation of the a and v leads (extensive checks with the psa on both leads to try to reproduce the noise sensing). If no issue was observed on the leads, replacement of the pacemaker would be indicated. The device should be returned to sorin for analysis. The device was explanted on (B)(6) 2013. A final analysis from the manufacturer is pending. (B)(4) 2013: sections were updated due to the receipt and return of the device to the manufacturer for analysis. The final analysis from the manufacturer is pending. (B)(6) 2014 preliminary analysis of the returned device did not reveal any anomaly. The final analysis from the manufacturer is pending. (B)(6) 2014 please refer to the attached analysis, (B)(4).

Event description:
Oversensing episodes were present in the stored files for this device. The patient was questioned regarding any potential sources of environmental interference and none were identified. Isometric testing, including pocket manipulation were performed but it was not possible to reproduce the artifact. Additionally, the device does not appear to be performing automatic lead impedance measurements in either of the two files available. Both the a and v lead impedance trends plot zero values and the last saved measurement results correspond with the last manual measurements performed during follow-up. Reportedly, the manual impedance measurements performed during follow-up are executed and saved normally. On (B)(6) 2013 this device was explanted and should be returned for analysis. During the case, this device and the leads were visually inspected for anomalies. No visual defects were found. The device was manipulated outside the pocket with the leads attached and real time egm, no noise artifact was observed. Tug tests were performed on each lead and the leads appeared secure in the header. Psa testing showed normal results. The new device was attached to the leads and normal pacemaker function was observed.

Manufacturer narrative:
(B)(6) 2013: a preliminary response received from the manufacturer on 10/17/2013 recommended the following: depending on the patient condition, a re-intervention should be evaluated by the physician in order to check the integrity and proper operation of the a and v leads (extensive checks with the psa on both leads to try to reproduce the noise sensing). If no issue was observed on the leads, replacement of the pacemaker would be indicated. The device should be returned to sorin for analysis. The device was explanted on (B)(6) 2013. A final analysis from the manufacturer is pending. (B)(6) 2013: the final analysis from the manufacturer is pending. (B)(6) 2014: preliminary analysis of the returned device did not reveal any anomaly. The final analysis from the manufacturer is pending.

Event description:
Oversensing episodes were present in the stored files for this device. The patient was questioned regarding any potential sources of environmental interference and none were identified. Isometric testing, including pocket manipulation were performed but it was not possible to reproduce the artifact. Additionally, the device does not appear to be performing automatic lead impedance measurements in either of the two files available. Both the a and v lead impedance trends plot zero values and the last saved measurement results correspond with the last manual measurements performed during follow-up. Reportedly, the manual impedance measurements performed during follow-up are executed and saved normally. On (B)(6) 2013 this device was explanted and should be returned for analysis. During the case, this device and the leads were visually inspected for anomalies. No visual defects were found. The device was manipulated outside the pocket with the leads attached and real time egm, no noise artifact was observed. Tug tests were performed on each lead and the leads appeared secure in the header. Psa testing showed normal results. The new device was attached to the leads and normal pacemaker function was observed.